Event description:
It was reported that there was high thresholds on the left ventricular (lv) lead. The lead was explanted and replaced. During the lv lead extraction, the right ventricular (rv) lead dislodged. The rv lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-52 lead, implanted: (B)(6) 2012. (B)(4).